Event description:
The customer tested her blood glucose using her contour meter and received readings of 388 and 400mg/dl. She retested using another meter and received a reading of 142mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips were sent to the customer.

Manufacturer narrative:
(B)(4)